Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 96 mg/dl. Customer stated that her pump has been eating batteries and the batteries don't last months anymore but only days. Customer mentioned that she had a motor error alarm a couple months ago and then a button error alarm a few days go. Customer stated that the battery issue has been persistent for some months now. Customer declined troubleshooting for the battery issue. Customer stated that the alarm was in the middle of a bolus for a meal. Customer had the motor error alarm twice. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected low battery. No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners and missing end cap sticker. The insulin pump was unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. The motor passed motor test.